Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the service alarm/blanket light was illuminated on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user's facility's biomedical engineer (biomed): the operating room (o/r) staff observed the blanket error message. The biomed moved the unit to the biomed shop to descale and see if the alarm would clear. There was no change, so the biomed called manufacturer's technical support on what parts he may need. The biomed will advise the manufacturer of part return and unit operating status.